Event description:
The pt reported loss of sound perception in 2000. The pt was seen at the implant center for device eval in shortly thereafter. Testing conducted confirmed that the device was linking, however there were high impedances on all electrodes.